Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for an alleged possible over delivery anomaly and was hospitalized for low bgs found on (B)(6) 2024 (per ss event date). However, as per customer's note: customer returned pump for an alleged possible over delivery anomaly and was hospitalized for low bgs found on (B)(6) 2024. On case-(B)(4), svn#: (B)(6)- customer returned pump for an alleged low bgs found on 28-sep-2024. On case-(B)(4) , svn#: (B)(6) - customer returned pump for an alleged possible over delivery anomaly and low bgs found on 29-sep-2024. On case-(B)(4), svn#: 000317625182 - customer returned pump for an alleged high bgs found on 13-jun-2024. On case-(B)(4), svn#: 000317605168 - customer returned pump for an alleged failed battery alert/battery failed alarm and cosmetic damage located at the battery compartment found on 09-jun-2024. On case-(B)(4), svn#:000317545244 - customer returned pump for an alleged pump/transmitter communication anomaly found on 29-may-2024. The crack/broken battery compartment noted during visual inspection. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. The pump was monitored with a test battery and the test battery insert/removes properly from the battery compartment noted. The pump was monitored and no failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 08/05/2024 to 09/29/2024 and 10/01/2024, 10/03/2024 and 10/15/2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event dates of 13-jun-2024, 09-jun-2024, 29-may-2024 and customer's event date of 30-sep-2024. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event dates of 13-jun-2024, 09-jun-2024 and 29-may-2024 in the formatted history file. There was no data available to verify failed battery alert/battery failed alarm on the event date of 09-jun-2024 in the formatted history file. In further full review of the pump history/traces on the ss event date of 29-sep-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the ss event date 29-sep-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the ss event date 29-sep-2024 in the formatted history file.  Lostsensor1alert (780) was found on: 09/23/2024 18:05:00.000 09/29/2024 14:37:00.000 09/29/2024 14:47:00.000 sensorerroralert (801) was found on: 09/23/2024 21:00:13.000 lostsensor2alert (781) was found on: 09/23/2024 18:30:00.000 09/29/2024 15:06:00.000 sg calibration error (776) was found on: 09/24/2024 08:35:54.000 09/24/2024 08:47:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was found on: 09/29/2024 15:03:12.000 09/29/2024 15:13:00.000 pump error 23 alarm was found on: 09/29/2024 15:14:04.000 power loss alarm was found on: 09/29/2024 15:14:45.000 09/29/2024 15:14:53.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.57 mv). The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and low bgs. Cosmetic damage at the battery compartment was not confirmed, however, other cosmetic damage was noted during analysis. Customer alleged for possible over delivery anomaly, failed battery alert/battery failed alarm and pump/transmitter communication anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, possible over delivery anomaly, DHR requested - other reasons. The customer reported hypoglycemia, hypoglycemia treated with hospitalization: overnight stay, glucose/carb intake. The event involved product(s) mmt-864a, mmt-332a, mmt-1884l. Troubleshooting was performed. The customer reported low bgs customer reported battery cap lost. No further patient complications were reported. No product return is required for mmt-864a. No product return is required for mmt-332a. Mmt-1884l was requested and customer response was the device will be returned.